Event description:
Customer reported that chemo cyclophosphamide was infusing when a patient's parent noted a puddle of fluid mixed with blood on the floor. The nurse found the extension set had backed up with blood and found a small crack in the bi-fuse female luer which was leaking. The nurse was unable to flush the med port. The med port was de-accessed and then re-accessed with new tubing and the chemo was restarted. There was no patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). A failure investigation could not be conducted. The customer stated the set was discarded. The root cause of the leak could not be determined.